Event description:
During on-site service, the baxter repair tech reported an infusion pump with depleted batteries. There have been no reports of any pt incident involving this pump since the last baxter service event.